Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), the defibrillator conductor was fractured due to overstress, there was blood/body fluid on the outer tubing overlay, the helix was distorted/bent, there was blood in/on the helix mechanism and sleevehead, and there was apparent explant damage. The analyst also noted that the lead was returned with the helix fully extended and stretched.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), the defibrillator conductor was fractured due to overstress, there was blood/body fluid on the outer tubing overlay, the helix was distorted/bent, there was blood in/on the helix mechanism and sleevehead, and there was apparent explant damage. The analyst also noted that the lead was returned with the helix fully extended and stretched.

Event description:
It was reported the patient was admitted to the emergency room with inappropriate shocks due to noise and suspected lower impedance and high pacing threshold. The lead was removed and replaced. Before explanting the lead, it was verified the lead had normal values for impedance, sensing and threshold. After explant, it was noted the lead was damaged in the tip. When the new lead was connected to the existing device, there was no sensing and the pacing was asynchronous. The device was also removed and replaced. No patient complications have been reported as a result of this event.